Manufacturer narrative:
End user reported the left front fork and caster became detached from the chair while traversing across a parking lot. It was reported the fork was reinstalled by a passer-by and the end-user returned home. End-user reported the service provider was contacted and service was performed the following day. End-user stated that approximately 5 days later, the left fork and caster detached again. End-user reports not having been injured as a result of either reported event. Local permobil representative inspected the end-users chair and reported the unit appeared to have been lacking service over the years and the most recent service provided was improperly performed. The DHR was reviewed and there aren't any records indicating service parts or technical support being requested for a 2 year period leading to this reported event. Representative reports having installed a new friction brake kit according to specification and op-tested the unit with no further issues being noted. End-user was instructed on the need for routine maintenance to be performed by qualified technicians to insure safe operation of the device as noted in the owners manual. The DHR was reviewed and unit was found to have been built according to specification.

Event description:
End-user reported that while traversing across a department store parking lot, the left front caster and fork detached from the chair. End-user stated she was not injured when this incident occurred. End-user reports a passer-by was able to reinstall the fork allowing end-user the ability to return home.